Event description:
It is reported that the system would not power up due to the main power plug damage. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power plug was replaced during the service call. The system was tested and found to be working as intended and put back into service.